Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and likely due to the small posterior leaflet. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).the customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (61214u134) is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 61214u135) was advanced to the mitral valve. Grasping was performed, reducing the mr to 2. The clip was deployed; however, immediately after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased to 4. The second cds (61214u134) was advanced to stabilize the slda clip and reduce mr. After the leaflets were grasped, the gripper lever was pulled back, but there was a lack of normal resistance, and the grippers did not come up. A few attempts were made to raise the grippers, but this was unsuccessful. The clip was inverted to be retracted back to the left atrium, but one gripper became caught on the anterior leaflet. Posterior guide torque was performed, and the leaflet was freed from the gripper. The clip was closed and removed with the cds, without issue. A third cds was used to complete the procedure. A total of 2 clips were implanted, reducing the mr to 1-2. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.